Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and angina are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with an acute st elevation myocardial infarction. The patient was taken emergently to the cath lab. Two lesions were noted. One in the proximal left circumflex artery (plcx) and one in the distal right coronary artery (drca). A 2.75 x 28mm xience skypoint stent system was advanced to the non-calcified, mildly tortuous 100% occluded lesion in the plcx and implanted, then a 2.5x18mm xience skypoint stent was implanted in the drca.. Post angiography pictures looked acceptable; however, before the patient was taken off of the table, the patient experienced a lot of pain. Additional angiography was performed and the 2.75 x 28mm xience skypoint stent was noted to be thrombosed. Additional angioplasty was performed, re-establishing blood flow. Post percutaneous coronary intervention (pci), optical coherence tomography (oct) was performed to visualize the stent. No dissections were seen. There was no adverse patient sequela. No additional information was provided.